Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the jaws would not open. The device was approached from right lower abdomen. Bowel was grasped with 45 degree angle on the device. Anvil was toward bottom. After anvil got through, it was clamped and released several times. Loop handle was squeezed and locked. It was forced open. The handle was opened with broken sound, but not the jaws. The green bottom remained pressed. The surgeon had to resect more tissue than what was originally planned due to the product problem.